Manufacturer narrative:
This report will be updated when additional information is received. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. Premature battery depletion was suspected, and a request was made for technical services to review the device data. Upon review, technical services confirmed the battery was depleting faster than expected and recommended device replacement for within 90 days. No adverse patient effects were reported. The device remains implanted and in service. Additional information was provided indicating the device was explanted and replaced about two months later. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. Premature battery depletion was suspected, and a request was made for technical services to review the device data. Upon review, technical services confirmed the battery was depleting faster than expected and recommended device replacement for within 90 days. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. Premature battery depletion was suspected, and a request was made for technical services to review the device data. Upon review, technical services confirmed the battery was depleting faster than expected and recommended device replacement for within 90 days. No adverse patient effects were reported. The device remains implanted and in service. Additional information was provided indicating the device was explanted and replaced about two months later. No additional adverse patient effects were reported. The explanted device was returned for analysis.